Event description:
The user facility reported arc flash during troubleshooting activities involving a frozen hmi/plc associated with the unit. The hmi froze. The user facility staff unplugged the cord from the unit to the ups. The cord was placed on a metal surface, which caused an electric arc when the prongs contacted the surface. No injuries were reported. No procedures were delayed or cancelled. No property damage occurred.

Manufacturer narrative:
A steris service technician executed all repairs. The sterilizer was tested, found to be operational and returned to service.

Manufacturer narrative:
A steris service technician inspected the equipment, and found that it was improperly wired during installation. It was identified that this unit had an uninterrupted power supply (ups) however, was wired in a configuration consistent with a unit that did not have an uninterrupted power supply (ups). The service technician who installed this particular unit wired the unit according to non-ups back-up unit procedures. The incorrect wiring resulted in the unit remaining energized even when unplugged. The unit has been removed from service, and a second machine is in service until conclusion of the repairs. This was an isolated event. No other events similar to this have been reported to steris. The technician who performed this installation has been trained on standard wiring configurations for units with and without ups back-up.